Manufacturer narrative:
Product evaluation: the reported compliant could not be verified. The optic was torn/split (possibly cut) into two pieces. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: the root cause could not be determined by the evaluation. Lens bench testing cannot be conducted due to the optic damage. Due to the presence of blood and surgical solution, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A technician reported that two weeks following intraocular lens (iol) implant surgery, the iol was explanted because the patient experienced residual myopia. The iol was exchanged for the same model, different power lens. The technician reported that the patient was happy with her vision after the exchange. Additional information has been requested.